Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen display had an inkblot. Reportedly, the issue did not block any graphics or text. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use pump for insulin therapy.